Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 138 mg/dl and 57 mg/dl within 2 minutes on the performa system. No adverse event due to the discrepant results was reported. The alleged product is not available to return for evaluation.